Event description:
New information received indicates the device exhibited additional false pause episodes due to undersensing. Programming changes were discussed but not made. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited pause episodes due to undersensing. No intervention was performed. The patient was stable.